Manufacturer narrative:
The main component of the system. Other relevant devices are: (B)(4), s/n: (B)(4); use by date: (B)(4); upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. It was reported that after the index procedure was completed, the patient went into cardiac arrest. The physician performed a cut down over the right groin and discovered a ruptured right iliac artery. It was confirmed that the 16x13x124 and the 13x13x82 endurant devices were both inserted via the right iliac artery. A covered stent was used to repair the artery. However, it was reported that the patient did not survive the event and expired on the operating room table. As per the physician, the cause of the event was not related to the stent graft but to the device insertion site. No additional clinical sequelae were reported.